Event description:
Procedure: laparoscopic appendectomy. Reportely, the knife would not go directly between the staple line causing the knife to cut into the staple line. Reportedly, the surgeon was able to transect next to the defective staple line. No further injury reported.